Event description:
Info received, indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters, the bearings and adjusted the brake to repair the bed.